Event description:
Following a vehicular assault in 10/2000; sought treatment for neck and upper back pain. Referred to a chiropractor who utilized a device known as an activator adjusting instrument. The following injuries resulted. Tinnitus, tbi, fibromyalgia and damage to parasympathetic nerves. Damage to base of skull reveals c5, c6, c4-c5 mild disc osteophyte complex causing mild effacement of the ventral thecal sac and relative mild central canal narrowing. C5-c6 disc osteophyte complex greatest in the right paracentral region causing relative central canal narrowing and mild mass effect on the ventral cords. Mild disc bulge at t2-t3.